Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was seen in the emergency room (ER) and the physician was unable to interrogate the device. It was noted that patient received numerous inappropriate shocks. The electrogram (egm) from the ambulance looked like atrial fibrillation (af) with aberrancy. The patient was completely alert and in normal condition when he started receiving the shocks. Upon interrogation of the device, the device had reached end of life (eol) a week back from now. Patient stated he did not hear beeping over last three months. Patient also noted pain symptoms. Upon review it was noted that the device exhibited premature battery depletion (pbd). Subsequently this device was explanted, and new device was successfully implanted. No additional patient adverse effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was seen in the emergency room (ER) and the physician was unable to interrogate the device. It was noted that patient received numerous inappropriate shocks. The electrogram (egm) from the ambulance looked like atrial fibrillation (af) with aberrancy. The patient was completely alert and in normal condition when he started receiving the shocks. Upon interrogation of the device, the device had reached end of life (eol) a week back from now. Patient stated he did not hear beeping over last three months. Patient also noted pain symptoms. Upon review it was noted that the device exhibited premature battery depletion (pbd). Subsequently this device was explanted, and new device was successfully implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
The returned ICD device was analyzed, and the device passed labeled longevity calculation. The daily battery voltage measurements displayed a pattern of steady and rapid discharge. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. This particular device was not included in the advisory population.